Manufacturer narrative:
Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was replaced to resolve the reported issue. Patient ID: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.